Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/09/2013 with the following results: dim pink display screen was duplicated. Open the pump cover to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Unrelated to the complaint, a crack was observed in the solder for the audible alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display was faded/dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.